Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Initial reporter phone#: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ vp safety clamp was defective and could not be used when inserting it into the pump. The following information was provided by the initial reporter: "when inserting the trousse in the infusion pump, the device immediately indicates that the trousse must be changed. The trousse has been replaced 3 times with the same lot number with the same "alarm" each time. With another lot number it gives no problem. A few days before, we had the same problem with the same lot number." "The message we receive for the sets in question with lot number 1022729: terminal set defective, replace set (the red valve would be the problem). We have also had this message with the sets for blood transfusion. We get the same message on the pump (clamp set defective, replace set) and when using other set with other lot number there is no problem."

Event description:
It was reported that the unspecified bd¿ vp safety clamp was defective and could not be used when inserting it into the pump. The following information was provided by the initial reporter: "when inserting the trousse in the infusion pump, the device immediately indicates that the trousse must be changed. The trousse has been replaced 3 times with the same lot number with the same "alarm" each time. With another lot number it gives no problem. A few days before, we had the same problem with the same lot number." "The message we receive for the sets in question with lot number 1022729 = terminal set defective, replace set (the red valve would be the problem). We have also had this message with the sets for blood transfusion. We get the same message on the pump (clamp set defective, replace set) and when using other set with other lot number there is no problem."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2022-01564 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from us FDA reporting requirements.